Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device displayed error code 42224, cassette not attached error and dso damaged. There was no patient involvement.

Manufacturer narrative:
Received one device. Confirmed the customers complaint during visual inspection, found that the downstream occlusion seal was delaminated and during the ¿latch lock test¿, the sensors failed. However, the customer also complained that there was an error code which could not be verified. No error code found in the event log. Replaced the downstream occlusion seal, latch lock sensors and ground strips. Updated software. Performed dso/uso sensor calibration. Performed pvt. Unit passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.